Event description:
It was observed that during the device evaluation, the mouthpiece exhibited that white powder seemed to have come out from the mouthpiece in the bag, and that a powder-like material was found adhering to the sterilization bag in the form of mouthpiece. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: we could not identify what the foreign material was from the information obtained. ·as a result of visual inspection, we confirmed adhesion of white foreign material to sterilization bag. ·no abnormality of mouthpiece itself was confirmed. ·as a result of the foreign material analysis, the following components were detected. The event can be detected/prevented by following the instructions for use which state: the event is detectable/preventable by handling the product in accordance with the following IFU. Pcf-h290zi* IFU reprocessing manual ¿chapter 3 compatible reprocessing methods and chemical agents_3.8 steam sterilization (autoclaving)¿ ¿chapter 6 reprocessing the accessories_6.5 sterilizing the accessories¿. Scope owned by the facility. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.